Event description:
It was reported that patient faced insulin flow block event on (B)(6) 2026 due to bent cannula issue. The infusion set was in use for one day and the site of insertion was tummy. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia. Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.